Event description:
It was reported that while operating on battery power, the device shutdown unexpectedly. When the device was powered on again, the programming was noted to be different than before the shutdown. The device was programed using interoperability scanning for 16mg of levophed at an unspecified rate. The pump shut down unexpectedly. The device was transferred to a different power outlet and restarted. The pump reportedly reset to the previous order. The clinician indicated the correct dosage was displayed on the pump, but later review showed the pump programed to 4mg of levophed at an unspecified rate. This event occurred in the intensive care unit at approximately 8pm. It was also noted that the patient was already in renal failure at the time of the event had to be placed on continuous renal replacement therapy (crrt). It was then reported that the patient later passed away.

Manufacturer narrative:
The actual date of death is unknown. (B)(4).

Event description:
It was reported that while operating on battery power, the device shutdown unexpectedly. When the device was powered on again, the programming was noted to be different than before the shutdown. The device was programed using interoperability scanning for 16mg of levophed at an unspecified rate. The pump shut down unexpectedly. The device was transferred to a different power outlet and restarted. The pump reportedly reset to the previous order. The clinician indicated the correct dosage was displayed on the pump, but later review showed the pump programed to 4mg of levophed at an unspecified rate. This event occurred in the intensive care unit at approximately 8pm. A clinician from the hospital indicated that after the incident, the patient had to be placed on continuous renal replacement therapy. Death was not contributed to the bd device.

Event description:
It was reported that while operating on battery power, the device shutdown unexpectedly. When the device was powered on again, the programming was noted to be different than before the shutdown. The device was programed using interoperability scanning for 16mg of levophed at an unspecified rate. The pump shut down unexpectedly. The device was transferred to a different power outlet and restarted. The pump reportedly reset to the previous order. The clinician indicated the correct dosage was displayed on the pump, but later review showed the pump programed to 4mg of levophed at an unspecified rate. This event occurred in the intensive care unit at approximately 8pm. A clinician from the hospital indicated that after the incident, the patient had to be placed on continuous renal replacement therapy.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.